Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station screen remained black and unresponsive. The user power-cycled the station and reconnected the power cable, but the issue persisted.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the station was stuck on black screen. A field service engineer (fse) found that the drawer controller for the half-height cubie drawer 2.1 in the main unit failed the field test. The drawer controller was replaced, and proper operation was verified using the hardware test application. User access was also confirmed through the medication application. The system functioned as intended after the field service engineer repaired the device.